Event description:
It was reported that during a ptca and brachytherapy procedure, a "pt" graphix guide wire was used with other devices to perform a coronary angioplasty at the circumflex coronary artery level. During the procedure, the tip of the guide wire broke and was left inside the pt's vessel. There is no indication for a surgical extraction. Pt status is listed as "well".